Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date was unavailable. The actual device was returned for evaluation. During repair an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error / misuse / abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device had insufficient / low power, the motor was weak and failing, and had oxidized and corrosive parts. It was further determined that the device failed pretest for check the power with test bench. It was noted in the service order that the device was failing, engine was weak and failing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.